Event description:
A peritoneal dialysis (pd) patient's wife reported a fluid leak was found in cycle 2 of 4. The cycler had an alarm during the middle of the second fill and the leak was detected while correcting the alarm. The fluid leak was identified when the cycler door was opened. The patient switched to manual peritoneal dialysis and notified the peritoneal dialysis registered nurse. No antibiotic treatment was administered. The patient's effluent fluid remained as clear and there were no signs of infection. No adverse event has been reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.